Event description:
The report received from the (B)(4) study indicated that a dissection was noted after use of the savvy long. This patient was found to have left sfa stenosis and was allocated to the (B)(4) group. On (B)(6) 2010, pta with sleek and savvy long balloons was performed, but bailout stenting was performed with two smart controls, a 6x80mm (proximal) and a 6x100mm (distal). Five and 1/2 months later, the patient was seen in a follow-up visit and duplex ultrasound demonstrated impaired blood flow around 40 mm from the femoral bifurcation. The patient was diagnosed with an occlusion within the proximal stent as well as proximal to that stent. The abi was 1.08 on the right and 0.72 on the left. The patient underwent revascularization approximately 3 weeks later. Angiography on (B)(6) 2011 confirmed a 10 cm occlusion proximal to and within the proximal stent. Balloon dilation was performed at the lesion with a sleek, a savvy long, and a cutting balloon; however, a dissection was noted after use of the savvy long balloon. Therefore, a third smart control stent was placed (diameter 6 mm x length 80 mm), overlapping the proximal (B)(4) study stent, as a bailout procedure. High pressure balloon dilation was performed several times in the restenosed segment of the stent. Sequential angiography demonstrated the advance of stenosis at the origin of the superficial femoral artery which was appreciated throughout the proximal stent diffusely, and an additional smart control stent was also placed (diameter 7 mm x length 40 mm) at the origin of the superficial femoral artery. Although the patient had arteriosclerotic obliteration as an underlying disease, it was judged to be impossible to rule out a causal relation to the study device.

Manufacturer narrative:
On (B)(6) 2011, the abi was 0.94 on the right and 0.48 on the left. Duplex ultrasound revealed re-occlusion at the origin of the left superficial femoral artery throughout the distal study stent ((B)(4)). On (B)(6) 2011, revascularization was performed. Angiography confirmed a 19cm occlusion 1 cm from the femoral bifurcation. Balloon dilatation was performed several times, and patent vessel and blood flow were accomplished. On (B)(6) 2011, the abi was 1.03 on the right and 1.08 on the left. Duplex ultrasound demonstrated sufficient blood flow, and no occlusion was found at the treated lesion. The patient was discharged in good condition. Physician's comment (for re-occlusion (start date: (B)(6) 2011)). On (B)(6) 2011, at follow-up visit, the occlusion was found by the results of the exams. I judged to be required procedure and treatment, and revascularization was performed on (B)(6) 2011. Based on angiography which was performed on the same day, 10 cm occlusion within the stent as well as proximal to the stent was found. Although the patient had arteriosclerotic obliteration as an underlying disease, the re-treated segment was also present in the study device placement. It was judged to be impossible to rule out a causal relation to the study device. The physician's judgment were follows: (for reocclusion (start date: (B)(6) 2011)) it was judged to be impossible to rule out a causal relation to the study device. It was judged to be causal relation to his primary disease (arteriosclerotic obliteration). Physician's comment (for thrombosis in device (start date: (B)(6) 2011)). Shortly after the procedure which was performed on (B)(6) 2011, insufficiency of patent vessel and blood flow were noted. The cause of the event was considered a patient's diathesis which was easy to coagulate blood and/or thrombus caused by dissection occurred during procedure. However, because the re-treated segment was extended to the study device, it was also judged to be impossible to rule out a causal relation to the study device. An additional antithrombotic medication was started on (B)(6) 2011, and revascularization with balloon dilatation was performed on (B)(6) 2011. A sufficient patent vessel was found. The physician's judgment were follows: (for thrombosis in device (start date: (B)(6) 2011)) it was judged to be impossible to rule out a causal relation to the study device. It was judged to be causal relation to procedure (thrombosis attributed to dissection) and his primary disease (arteriosclerotic obliteration). The complaint received states that after dilation with the savvy long balloon an arterial dissection was noted. The report received from the (B)(4) study indicated that this patient was found to have left sfa stenosis and was allocated to the (B)(4) group. On (B)(6) 2010, pta with sleek and savvy long balloons was performed, but bailout stenting was performed with two smart controls, a 6x80mm (proximal) and a 6x100mm (distal). Five and 1/2 months later, the patient was seen in a follow-up visit and duplex ultrasound demonstrated impaired blood flow around 40 mm from the femoral bifurcation. The patient was diagnosed with an occlusion within the proximal stent as well as proximal to that stent. The abi was 1.08 on the right and 0.72 on the left. The patient underwent revascularization approximately 3 weeks later. Angiography on (B)(6) 2011 confirmed a 10 cm occlusion proximal to and within the proximal stent. Balloon dilation was performed at the lesion with a sleek, a savvy long, and a cutting balloon; however, a dissection was noted after use of the savvy long balloon. Therefore, a third smart control stent was placed (diameter 6 mm x length 80 mm), overlapping the proximal (B)(4) study stent, as a bailout procedure. High pressure balloon dilation was performed several times in the restenosed segment of the stent. Sequential angiography demonstrated the advance of stenosis at the origin of the superficial femoral artery which was appreciated throughout the proximal stent diffusely, and an additional smart control stent was also placed (diameter 7 mm x length 40 mm) at the origin of the superficial femoral artery. The complaint product will not be returned. Per (B)(4): upon receipt of the complaint the manufacturing documentation for lot 50026268 was reviewed. No anomalies which would have resulted in the reported failure mode were detected. Unfortunately as the product was unavailable for analysis it is impossible to identify a root cause for this failure mode. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Please note that this is one of 4 devices associated with the reported event that were previously submitted under the following manufacturing numbers 9616099-2011-00445, 9616099-2011-00445, 9616099-2011-00542 and 9616099-2011-00543. (B)(4).